Event description:
Edwards received notification that a valve model 8300ab21 implanted in aortic position was explanted from this 77-year-old patient after an implant duration of five (5) years and five (5) months due to calcification and degeneration leading to severe stenosis. The patient presented with symptoms of dyspnea and fatigue. A 23mm surgical valve was implanted in replacement. As reported, the patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings, and investigations conclusions). Corrected data h6 (type of investigation): "4115 - device discarded" code removed. H11: additional manufacturer narrative: the device was not returned for evaluation. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. Since no edwards defect was identified, corrective or preventive actions are not required.